Manufacturer narrative:
Additional information was received that the device had automatically transitioned to alternate o2 with continued oxygen flow. Any subsequent adjustment to the flow or agent settings are not required to prevent serious injury and thus are not reasonably likely to require reportable medical intervention. Therefore, there was no reportable malfunction.

Event description:
It was reported that there was a malfunction resulting in insufficient oxygen or fresh gas flow. There was no patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. A: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.